Event description:
It was reported when the device was used during rectum procedure, there were no staples deployed. The procedure was completed using sutures. Consequently, the or time was extended by two hours. There were no other pt consequences.